Event description:
The customer reported the device would not power up on ac or dc power. The customer reported no patient involvement, no patient harm. The product support engineer advised the customer replace the power supply. The customer replaced the power supply and the issue is resolved. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
The customer replaced the power supply. Mfgr. Service was not requested.